Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator for spinal pain. It was reported that the patient was seen in for normal checkup, as the patient had not been seen in over a year. The representative reported that all of contact 0 was showing >10k ohms. The representative reported that the patient was not using that contact. It was reported that the ins battery was at 2.980v. Estimated longevity at 1.2v450pw/50hz, with therapy impedance of 580 ohms, was 82 months from implant date. No patient symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-sep-20 stating that the patient did not have any problems due to the 1 contact being out. That contact was not used with the programming and the patient was very happy with the scs system. No further complications were reported.